Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned in the original sterile packaging. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output, and series of electrical tests were performed where normal device function was observed. Analysis determined that the low voltage alert was induced by exposure to low temperatures for an extended period of time, and that the voltage had since recovered.

Manufacturer narrative:
The root cause for the error code was unknown, thus additional analysis was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had a yellow screen voltage alert while in pre-implant status. It was believed that the device was exposed to cold. Device not implanted. No patient involvement.